Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information received: tlc10 standard stapler the first staple firing. Ileocolic anastomosis with side to side. Malformed staples. Then they used the glc10 excess bleeding from stapler hematoma occurred. They had to do additional resection. He has done about 10,000 cases using the tlc100. Normal bowel no extra thick bowel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy revision, they used the device and reload and then the surgeon fired the stapler and a good amount of the staples were complete. Throughout the line of staples there were various goalpost shaped ones. Case was completed by using another reload and transecting the tissue. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2025. Corrected data: b1, h1. Additional information received: no tlc10 was used on march 25th case. A tlc was used on a previous case where there was bleeding, but the surgeon stated it was patient issues and not a device issue. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being voided.